Event description:
It was reported that (1) device was used during a esophagectomy. It was reported by the affiliae that the tlc75 instrucment locked out. Another instrument was used to complete the case. There was no consequence to the pt.